Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01244. On (B)(6) 2010, the plaintiff was implanted with the elevate anterior and apical graft system to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the mesh implanted in her, the plaintiff, has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo further corrective surgery, it was also alleged that, as a result of the implanted mesh, the plaintiff has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, impairment and, loss of enjoyment of life.